Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. The cause of the device migration is unknown. The reporting physician commented as follows: probably, a reintervention should have been performed at the time that migration was found. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to component migration and aneurysm rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore, or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis (ibe). On (B)(6) 2022, a contralateral leg component (plc271400j/17197234) in the left side, which was used as a bridging device between trunk-ipsilateral leg and ibe device, migrated proximally for approximately 1 cm. No aneurysm enlargement was observed; therefore, a wait-and-see approach was taken. On (B)(6) 2023, the patient developed an aneurysm rupture. A CT scan showed that the plc271400j migrated further and was disconnected from the ibe. An emergency procedure was performed. Three additional endoprostheses were implanted in the left side. The patient tolerated the procedure. The cause of the device migration is unknown. The reporting physician commented as follows: probably, a reintervention should have been performed at the time that migration was found.